Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated that their ins stopped working shortly after the implant, and said that the manufacturing representative (rep) "couldn't get it to come back online either and said it wouldn't work no more, and I never fussed much about it until now I need to have an MRI and they need something saying the device doesn't work anymore". Pt can't remember which year the implant stopped working and can't remember the rep names that they saw at that time. Pt says they still have the ins put in, because the doctor said that because there was so much nerve damage on their back, it was "probably better not to cut me open again than to take it out and it might hurt worse to remove it." MRI guidelines were reviewed, and the patient was redirected to their healthcare provider to further address the issue.